Manufacturer narrative:
Getinge - maquet service technician visited the clinic and investigated the product in question. After inspection of the leg plate and the table top no product specific defects which contributed to the injury were identified. The incident is based on human carelessness. The incident occurred in the course of connecting the leg plate to the table top. No malfunction or defect of the products could be determined. In chapter 2 of the IFU possible hazards are stated. "Risk of injury! Whenever the product is mounted and adjusted, there is a danger of pinching and shearing to the staff, patient and accessories. Always ensure that no one can be subjected to pinching or shearing action or injured in any other way and that the accessories do not collide with any nearby objects." Getinge - maquet gmbh provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
It was reported that an operating room nurse squeezed her right index finger on the left leg plate. The bruise caused a blood blister which was treated with disinfectant and plaster. The nurse was ill for the rest of the day. No lasting harm was reported. Mfg reference # (B)(4).